Event description:
Information received by medtronic indicated that the customer reported that the insulin pump was dropped from the 3-storey building. Troubleshooting was performed and found that the insulin pump was entirely damaged and crack all over the pump. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump received with partial display turned into blank display, continuous vibration and end cap broken off. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Unable to download history files and traces using thus and carelink files due to blank display. Pump was cut open to perform visual inspection and found cracked lcd glass, cracked lcd controller (pcba 1), bleeding, a damaged flex cable for the j1 connector, a damaged l-7 inductor, a damaged j1 connector on the pcba 2, a loosely connected j6, missing c-30 capacitor on the pcba 2, missing d1 diode on the pcba 2, missing r11, r31, r32, r33, and r34 resistors on the pcba 2, missing fb2 on the pcba 2, cracked u6 on pcba 2, cracked u7 on pcba 2, cracked u8 on pcba 2, evidence of moisture on pcba 1 and pcba 2, and a missing motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked case - corner of belt clip rails, scratched case, cracked keypad overlay, pillowing keypad overlay, overlay scratched, keypad overlay texture damage, cracked retainer, end cap broken off, missing battery tube bumper, corroded battery tube, retainer knit line damage. Blank display was confirmed during analysis due to cracked lcd glass, a loosely connected j6, and cracked u6 on pcba 2. Partial display was confirmed during testing due to cracked lcd glass and a cracked lcd controller (pcba 1). Vibrate anomaly was confirmed during analysis due to a missing motor. Unable to download history files, traces, and carelink files confirmed due to blank display anomaly. Unspecified cosmetic damage confirmed during analysis. Pump exposed to moisture confirmed on pcba 1 and pcba 2. Damaged retainer ring confirmed during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.